Event description:
Patient had primary hip replacement on (B)(6) 2008. Patient complains of leg length discrepancy and once hip was x-rayed showed that the c-stem implant had subsided down the femur. The patient hadn¿t complained of any pain. Once the hip was exposed the femoral implant was removed and polyethylene liner in the acetabulum was replaced from a 32mm to a 36mm and the cement was removed from the femur. The femur was then prepared to accept a reclaim stem and proximal body. Case went straight forward with no issues. Revised stem and acetabulum was very stable at the end of the case. Acetabulum shell was not revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found, no nc¿s associated with this product part#: 157004090, lot#: d16111974 combination. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the depuy nonconformance (nc) quality system found, no nc¿s associated with this product part#: 157004090, lot#: d16111974 combination.